Manufacturer narrative:
The cap was returned to the manufacturing facility, where it was confirmed to be a non-sealing cap as reported. An investigation is in progress. We will provide a follow-up report when the investigation is completed.

Event description:
The facility reported that a non-sealing cap was provided on a reservoir. The non-sealing cap allowed the reservoir to leak when a vacuum was applied. The perfusionist turned up suction and then discovered the non-sealing cap when the cap began to make noise. No injury or adverse outcome was reported.